Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. An olympus endoscope support specialist and sales representative have visited the user facility and provided in-service trainings to hospital personnel on proper reprocessing practices. This report is being submitted as a medical device report in an abundance of caution. Reference MFR number: 8010047-2009-00067 for the other related report associated with this event.

Event description:
Olympus was informed that the user facility had not properly reprocessed the ofp flushing pump water bottle since its initial introduction and installation in may 2004. The user facility is currently notifying (B)(6) patients that received procedures during this time.